Event description:
It was reported that the patient had an unknown sling implanted. A new artificial urinary sphincter consisting of a 4cm cuff, pump, and balloon were implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.